Event description:
A pt service rep (psr) contacted zoll customer support after assisting an (B)(6) female pt to report that the pt's belt connector was damaged. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt connector damaged) has been confirmed. As received, the electrode belt trunk connector housing was broken. The connector locking nut was missing. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.